Event description:
Physician was attempting to use one endeavor resolute drug-eluting stent (2.25mm x 18mm) to treat a calcified lesion with vessel tortuosity in the lad but the device could not pass. The lesion had been pre-dilated. The patient is good. No clinical sequelae were reported. Evaluation summary: the distal tip was flared indicating that it may have been stubbed during advancement. A number of struts on the 8th and 9th proximal stent segments were raised and deformed. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿calcification and vessel tortuosity. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ calcification and vessel tortuosity. Inherent risk of procedure ¿ (stent deformation). (B)(4).